Manufacturer narrative:
The test strips have been used up and are no longer available to return.

Event description:
A nurse complained of erroneous results for 1 patient tested on accu-chek inform ii meter with serial number (B)(4). The patient was admitted to the hospital for chest pain at 5:15 a.m. The patient was tested on inform ii meter with serial number (B)(4) at 8:01 a.m. And the result from a finger stick was 47 mg/dl. At 8:49 a.m. The patient was tested on serial number (B)(4) and the result from a finger stick was 462 mg/dl. At 8:50 a.m. The patient was tested again on serial number (B)(4) and the result from a finger stick was 235 mg/dl. At 8:52 a.m. The patient was tested again on serial number (B)(4) and the result from a finger stick was 54 mg/dl. At 8:53 a.m. The patient was tested on a different accu-chek inform ii meter with serial number (B)(4) and the result from a finger stick was 55 mg/dl. The patient was tested again on serial number (B)(4) and the result from a finger stick was 61 mg/dl. The nurse is not questioning the results from the inform ii meter with serial number (B)(4). She is questioning the erratic results from inform ii meter with serial number (B)(4). Quality controls were run on both meters and were acceptable. The patient tests on both inform ii meters were performed with strips from the same vial. No adverse event occurred due to the device. The patient was not treated based on any of the results from the inform ii meters. The patient is currently okay. The test strips were requested for investigation; however they have been used up and are no longer available to return. A specific root cause could not be identified for this event. No information was provided in the complaint that would point to a cause for the result discrepancy. None of the medications listed are currently known to interfere with the accuracy of test results. The suspect test strips are not available to complete the investigation.